Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a "drastic reduction in efficacy" from his deep brain stimulation therapy. An x-ray indicated a break in the right side lead just above the lead connection to the extension site. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.